Manufacturer narrative:
(B)(4). The sample was not received for evaluation therefore the defect was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
The customer hospital (B)(6) notified baxter sales executive that they identified one bloodline with the overpouch open, so they did not use it. No injury or adverse event was reported. The event was identified during the receipt of the product to the warehouse of the customer.